Event description:
It was reported that the burr became stuck on the rotawire. A 1.25mm rotalink burr and a 330cm rotawire were selected for use along with a rotablator advancer. During procedure, it was noted that the advancer was unable to generate adequate pressure. Upon removal of the rotalink burr, it was observed to be attached to the rotawire and damaging the material. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by the manufacturer. The device was returned for analysis. Returned product consisted of a rotablator burr catheter with a rotawire stuck in lumen. Analysis of the device found that the burr was stuck on the spring tip of the rotawire and was unable to be removed. The reported stuck on the guidewire was confirmed.

Event description:
It was reported that the burr became stuck on the rotawire. A 1.25mm rotalink burr and a 330cm rotawire were selected for use along with a rotablator advancer. During procedure, it was noted that the advancer was unable to generate adequate pressure. Upon removal of the rotalink burr, it was observed to be attached to the rotawire and damaging the material. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.